Manufacturer narrative:
There was no patient injury. A review of the dhrs related to the finished, packaged lot and for the catheter assembly lots were reviewed and no similar concerns were found. The complaint catheter was received with the strain relief in the incorrect position. The strain relief was not positioned so that it rested along the bottom of the white winged hub. Additionally, the clear collar had slid below the hub, instead of being pulled up and over the lower portion of the hub to protect the tubing and strain relief. The catheter was flushed with water and the leak was confirmed at just below the white winged hub between the top of the clear collar and the hub. Possible causes for the separation of the strain relief include excess pressure applied to the catheter in one of the following ways: .bolus of infusate applied with excessive pressure (as with a syringe smaller than 10cc) leading to catheter damage. Applying excessive pressure when flushing the catheter. Applying force to flush the catheter when experiencing resistance. Additionally, if the catheter was subject to undue tensile strain at some point during handling or use (for instance, accidental pulling on the catheter during maintenance or due to patient movement),it is possible that the strain relief could have detached. L-cath PICC catheters under go flow and leak testing (100%).

Event description:
Rn noted patient became very agitated. Multiple boluses of sedation and paralytics were given, blk patient continued to be agitated and assisting ventilator with respiratory effort. The right femoral PICC line was found to be leaking. Piv started and patient stabilized.